Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - no complaint was received with return of the device. Failure (event) observed during analysis. Insulation abrasion was found on the is-1 leg at 5.2cm from the connector pin, exposing the proximal coil. Insulation abrasions also noted at 11.6-13.1cm and 15.2-18.3cm from the connector pin, exposing the rv and svc cables. The abrasions are consistent with that caused by friction with ICD can.

Event description:
This report is to advise of an event observed during analysis.